Event description:
It was reported that while customer's staff was training on a mannequin, the autopulse lifebands attached to the autopulse platform were not connected strong enough. With minimal effort or no effort at all, any lifeband connected becomes loose. Customer reported that it appears that the lifeband is falling out of the shaft. This issue occurs immediately. No error messages are displayed. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.